Event description:
On (B)(6) 2012, a company rep reported that the pt was having issues with her infusion device. She stated that the pt had numerous occlusion and malfunction errors in the past, since (B)(6) 2012. She stated that there was insulin in the cartridge compartment of the pt's infusion device. The pt's mother stated that she noticed moisture in the cartridge compartment which she believed to be insulin. She could smell the insulin, but she stated the pt never felt a wet spot to verify that the cartridge was leaking. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin cartridge were replaced and requested to be returned for product eval. F/u with the pt's mother revealed that there were no further issues since the pt began using the new infusion device.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The cartridge was not returned for evaluation and the lot number is unknown; therefore, no investigation could be performed. The delivery accuracy and the occlusion limits of the pump were tested on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction was observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.